Event description:
(B)(4). It was reported that stable angina occurred. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as stable angina with silent ischemia. Abnormal stress test or imaging stress test indicated ischemia prior to procedure and the patient was referred for cardiac catheterization. Three days later, the index procedure was performed. The target lesion was located in the mid left anterior descending (lad) artery with 75% stenosis, a length of 24 mm, and a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 28 mm study stent. Following post-dilatation, residual stenosis was 0%. Five days post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2014, the patient presented with stable angina pectoris. No action had been taken for this event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).